Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of kinked cannula with four infusion sets. One set was used for five hours and the other two were used for one hour each and one was used for less than 5 minutes. Patient noticed the symptoms within three hours of insertion for three infusion sets and three or more hours after insertion for one set. The site of insertion for two sets was abdomen and waist for the other two. Patient confirmed to regularly rotate site location. Patinet's blood glucose at the time of event was 396mg/dl. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).